Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: the author(s) 2023. Published by oxford university press on behalf of bjs society ltd. Https://doi.org/10.1093/bjs/znad031.

Event description:
Title: title: effectiveness of nail bed repair in children with or without replacing the fingernail: ninja multicentre randomized clinical trial. The aim of this study was to assess the clinical effectiveness and cost effectiveness of nail bed repair with fingernail replacement/substitution compared with the repair without fingernail. 451 children presenting with suspected nail bed injury were recruited between (B)(6) 2019; 224 were allocated to the nail discarded arm and 227 to the nail replacement arm. Fingernail replacement or substitution group was performed using vicryl rapide while fingernail discarded group was repair using an unspecified type of suture. Reported complication: surgical site infection (n-5). Paronychia (n-?). Conclusion: after nail bed repair, discarding the fingernail was associated with similar rate infection and cosmesis ratings as replacement of the fingernail, but was cost saving.